Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) was confirmed and due to the pulse pin being bent. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported it was damaged.